Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2016 with the following findings: investigation revealed multiple cracks to the battery compartment. Unrelated to this issue, the audio bolus button cover was damaged but the button was responsive. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 12/06/2016. Investigation revealed multiple cracks to the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pump has been returned and evaluated by product analysis on 12/06/2016.